Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer attempted to deliver a correction bolus, but the pump suggested a bolus that was lower than expected due to insulin-on-board (iob). However, the customer stated there was no iob present at the time and that when a second correction bolus was requested, the pump suggest a larger bolus. The customer declined any further troubleshooting but indicated their blood glucose levels had been high.